Manufacturer narrative:
Two opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected; sample one was nonconforming with a hole in the septum and sample two was nonconforming with a cut in the septum. A review of the related device history records for the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples exhibited damaged valves. This complaint evaluation was not able to determine the root cause of the identified valve condition. Possible root causes for the damaged valves include valve handling during assembly and handling in use. The exact root cause for this complaint is unknown. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves were leaky. The procedure was completed with the same product and without harm to the patient. A product sample has been requested for evaluation.